Manufacturer narrative:
Results, conclusions: stent deformation. (B)(4).

Event description:
Physician was attempting to treat a lesion in the circumflex using an endeavor sprint drug eluting stent. The vessel was moderately tortuous with 75% lesion stenosis and little calcification. The device was inspected and prepped prior to use with no issues noted. It was reported that the device was advanced to the target lesion. A little resistance was encountered when advancing the device to/across the target lesion. The stent was noted to be deformed during positioning. No difficulty was experienced during removal of the device. There was no injury to patient and no clinical sequelae. Evaluation summary: the device was returned for analysis. The distal tip of the device was flared. The stent was positioned on the balloon between the marker bands. The 6th and 7th distal segments were deformed, with stretched and raised struts.